Manufacturer narrative:
Additional narrative:  product complaint # ==> pc-(B)(4) investigation summary the investigation could not confirm the complaint as no device was returned. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibia tip impactor broke. It was also reported that the femoral impactor was also broke along with the number code line and it can't be read.